Event description:
The patient reported that the adhesive pad would not stick to his skin as it should. The patient avoids touching the adhesive pad before placing v-go and patient prepares the infusion site properly. The patient reported that several times v-go fell off before 24 hour period and that there was no extra movement.